Event description:
A patient's pump was explanted "back in (B)(6)" due to an infection. A pathology lab indicated that a pump alarm was occurring. Drug delivered was lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).